Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red and itchy skin irritation under the lifevest equipment. The patient also reported having dry skin and an irritation on his arms and lower abdomen. There was no alleged device malfunction contributing to the irritation. The patient's nursed advised the patient to change out the garment frequently. The patient's wife applies anti-itch lotion on the skin irritation. Outcome of the skin irritation is unknown.